Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 04/25/2018 for evaluation. The device was visually inspected, and no defect was found. Performed voltage test and failed. Performed share log review and no data found. The complaint conformation is undetermined because there is no share data for a view. The reported event of a loss of connection was undetermined. The root cause was not determined.